Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer stated that paramedics were called 4 years ago due to low blood glucose reading and IV fluid that was administered to help recover. The customer does not want to follow up.